Manufacturer narrative:
The reason for this revision surgery was to address scar tissue after 2 years, 4 months of patient use. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to instability, (B)(4) due to pain, (B)(4) due to infection, and (B)(4) for damaged threads. This is the first complaint for this lot number. The root cause for the revision surgery was due to scar tissue; the cause for the scar tissue is not determined. There is no information reported that showed a material, design, or manufacturing process defect. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the surgeon performed a poly swap due to the patient developing scar tissue.